Event description:
It was reported that the during implant of the right ventricular (rv) lead the physician had placement difficulty and stated the lead did not handle as well as another lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.